Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined the subject device was incorrectly of insufficiently reprocessed as evidenced by the presence of foreign material lodged in the nozzle. Additional evaluation findings are as follows: 1.) Air/water leakage due to deformation of scope cover; 2.) Defects of control body internal parts; 3.) Flexibility adjustment ring deformed; 4.) Grip noted shaved; 5.) Air/water cylinder discolored; 6.) Suction cylinder discolored; 7.) Switch box dented; 8.) Control section knobs scratched; 9.) Plug unit corroded; 10.) Connector defects; 11.) Leak due to cut on a-rubber; 12.) Insulation did not meet specifications due to a crack in camera cover; 13.) No air/water flow due to clogged channel; 14.) Objective lens cracked and chipped; 15.) Light guide lens cracked and chipped; 16.) Connecting tube scratched and cut; 17.) Universal cord buckled. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-h190l, to olympus for repair due to a report of "clogged channel." Upon inspection and testing of the returned device, it was determined that the scope was insufficiently or incorrectly reprocessed and used for the next procedure due to the presence of foreign material found lodged in the nozzle. This report is submitted due to the scope was insufficiently or incorrectly reprocessed and used for the next procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: products used with scope (valves, silicone tubes, etc.) Were damaged and fragments entered channel, causing a/w nozzle to be clogged. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual: preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system. Inspection of the air-feeding function and inspection of the objective lens cleaning function. Olympus will continue to monitor the field performance of this device.